Event description:
Bravo capsule failed to deploy properly. Needed to calibrate and deploy a 2nd capsule which deployed successfully. States it is a diagnostic tool that is used to report the acid level in the esophagus and the capsules are a disposable piece. The medtronic rep said to report when the capsules do not deploy properly.